Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis found the hrsv monitor panel was scratched and the image was too dark. If additional information is received, a follow-up MDR will be submitted.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the hrsv for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the left eye was missing the surgeon side console (ssc). A restart of the system with an emergency power off (epo) was performed but nothing was showed on the left eye. However, the left eye of the vision side cart (vsc) was working. The procedure was converted to laparoscopic surgery with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use.